Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified and 99% stenosed mid left anterior descending artery. A 3.0 x 23 mm xience v was implanted with a proximal edge dessection occurred. A 3.5 x 15 mm xience v was used to cover the dissection. There was no clinically significant delay in procedure. No additional information was provided.